Event description:
(B)(6) old granddaughter is type 1 diabetic and uses the insulet corp's dexcom g6 pod to dispense insulin. Over the past 6 months we have had a problem with lot# l72274 of the pods. Even after advising insulet of the problem, they continue to ship this lot. On (B)(6) 2022 it was necessary to change the pod five times before we got one to work from this lot. Not only it is dangerous to have pods that do not work, it also wastes insulin and causes distress to the pt.